Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that the fowler could not be lowered to the lowest position. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.